Manufacturer narrative:
The customer¿s report of bulge/balloon in the silicone segment was confirmed. During visual inspection it was noted that the silicone segment tubing had slight ballooning just below the upper fitment. No other anomalies were observed. Functional testing was performed and showed no issues during priming and gravity flow. Pressure testing was performed and the silicone segment started to balloon. The root cause of the customer¿s report of ballooning silicone segment could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the set ballooned at the pump segment while infusing lactated ringers. There was no patient harm.